Event description:
Light source was disconnected from camera and was placed on drape. Noted smoke smell in room and slight burn in drape was seen from light cord. Did not burn through or ignite drape and no break in sterile technique was noted.